Manufacturer narrative:
To date, involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported information.

Event description:
A vtun (camino flex tunneled ventricular catheter) was placed and an error came up, it was replaced again and the same error occurred. The neuro resident described the event as follows; "I tried implanting a flex-cath on trauma pt this weekend and ran into difficulties. After the skull was drilled, catheter was tunneled, and calibrated, the monitor box stated something to the effect of disconnection or check connection as soon as the catheter was placed into the head. As I didn't hit the ventricles, I decided to remove the catheter, turn the monitor box off and on, the calibration routine ran again so I set it to "start" again and then implanted the catheter. Same error. Removed the catheter, turned the box off, disconnected and reconnected the catheter to the cable, turned the box back on and the catheter just read a pressure of 30. After that, I just opted for a regular ventricular catheter." There was no injury involved with this event.